Event description:
I had sculptra injections approximately a year and a half ago and nodules have started popping up. The only remedy that has been offered is to use another filler to fill around the bumps.